Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier: unknown / not provided. Age at time of the event: unknown / not provided. Gender: unknown / not provided. Patient weight: unknown / not provided. Brand name: unknown / provided. Type of the device: unknown / not provided. Additional device information: unknown / not provided. Email address: unknown / not provided. Premarket identification: unknown / not provided. Device manufacturer date: unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported that during implantation the implant fell down and therefore it could not be used. Tooth site 16. Procedure was completed using another implant.